Event description:
The facility reported a pump that turns off on its own. It s unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.